Event description:
Clinical study. It is reported that following a coronary artery drug-eluting stenting procedure, restenosis occurred. The lesion being treated was a 4.0mm, 90% stenosed, 15mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with placement of a 35x16mm taxus express2 study stent at 16 atms. No post dilatation was performed, ivus was performed and it was confirmed that the stent was implanted properly with timi flow 3. The patient was discharged 2 days later. Two hundred sixty six days after the index procedure, in-stent restenosis in the prox rca was confirmed. The lesion was 75% stenosed, diameter of 3.5mm, lesion length was 20.0mm. Reintervention was performed and taxus stent (size unknown) was implanted. Residual stenosis became 0% with timi flow 3. No further angina pectoris was reported. The patient was discharged on panaldine and aspirin.

Manufacturer narrative:
The manufacturing records related to the batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. It was not possible to determine a definitive cause of the reported stent restenosis; however, the root cause will be documented as anticipated procedural complication.